Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited what appeared to be muscle noise or movement artifact that led to oversensing, resulting in an inappropriate shock. Technical services (ts) recommended defining what this patient was doing at the time of the shock and attempt to recreate and observe. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited what appeared to be muscle noise or movement artifact that led to oversensing, resulting in an inappropriate shock. Technical services (ts) recommended defining what this patient was doing at the time of the shock and attempt to recreate and observe. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received an additional shock while leaning over their hybrid car cleaning their windshield. The field representative questioned if there is any electromagnetic interference (emi) issues with hybrid cars in which ts noted those are safe under normal use and have not heard of that causing emi issues.